Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured august 28, 2014 - september 3, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter between 0.68 and 1.744 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particulate matter was made of acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate in the reservoir of a small volume intermate. This was observed after compounding had occurred. The device was filled with an unknown solution. There was no patient involvement. No additional information is available. This is report 5 of 5.